Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision was performed on (B)(6) 2015 after confirmation from x-ray - nonunion and screw back out. One screw had backed out in para spinal space. Explants were replaced with zimmer trabecular metal cage and zimmer anterior lumbar plate. Primary performed by dr (B)(6) at (B)(6) on (B)(6) 14. Patient outcome is unknown. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision was performed on (B)(6), 2015 after confirmation from x-ray revealed a non-union and screw back out. One screw had backed out in paraspinal space. Explants were replaced with a non-synthes trabecular metal cage and a non-synthes anterior lumbar plate at the l5/s1 disc space where the synfix cage was removed from. The original procedure was performed on (B)(6), 2014. The patient's outcome is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device. The investigation of the returned article has shown that the returned part is in good condition. As mentioned in the device report, a revision surgery was performed on (B)(6) 2015 after confirmation from x-ray of nonunion and screw back-out. Unfortunately no further detailed information had been provided in order to determine the cause which has led to the backing out of the screw. The manufacturing records for the known article / lot number was reviewed and no deviation to the specification was found. There is no known quality problem with this product. Based on these findings it was concluded that the of nonunion may have been the reason for the reported problem. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.